Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated customer tested on the mobile system at 4:30 am and received a result of 14.0 mmol/l. Customer felt dizzy at the time of this result. Customer took "some" actrapid insulin and went back to bed. Customer is not sure how much he took because he felt "very lost" at that time. Customer's friend was sleeping in the living room and at an unspecified time he heard the customer walking to the bathroom. Customer turned the water off and on and the lights off an on in the bathroom. Customer's friend asked what customer was doing. At this time, the customer walked out of the bathroom and fainted. Customer's friend found him unconscious in the kitchen between 7:00-8:00 am. Customer's friend called customer's girlfriend to find out how to test customer's blood sugar. The result with the mobile system the friend obtained was 10.4 mmol/l. An ambulance was called. Customer was still unconscious at this time. The ambulance arrived approximately 10 minutes later. They tried to obtain a result but were not able to because customer's blood glucose was so low. Customer was treated with a glucose infusion and woke up afterwards. Customer was also experiencing some cramping and received a shot of "stecilod." At approximately 8:30 am the ambulance meter read 2.0 mmol/l. A test was also run on customer's mobile system within 10 minutes of the ambulance meter with a result of 4.4 mmol/l. Customer was not transported to the hospital. Medical personnel remained at the home for approximately 1-2 hours. Customer has since recovered and is currently feeling fine. The manufacturer requested return of suspect product for evaluation.